Event description:
It was reported issues with external serial number label not matching the pc unit¿s internal serial number. Per report, the issue possibly occurs during device maintenance by the customer, such as when software ¿flash¿ process is done or changing a logic board. The customer is requesting product enhancement for the alaris system maintenance (asm) to have a ¿hardwired process embedded in asm to mitigate the entry of incorrect sn¿s." The customer is requesting for asm to have an ability to require entry of a serial number twice to ensure matching serial numbers or verification during the flash process or when changing logic boards or other workflows that require serial number entry in asm. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.